Event description:
Rn gave injection, pulled from patients tissue and then went to activate retraction.

Manufacturer narrative:
Vanishpoint syringes have a retraction mechanism which is activated by the user after injection and retracts the contaminated needle into the syringe barrel. Instructions for use state that "for injection into patients, continue depressing plunger to activate automatic needle retraction while needle is still in patient." The user removed the needle from the patient before attempting activation of the retraction mechanism.